Event description:
A patient with a history of hypertension and hyperlipidemia with acute onset of dyspnea, thought to be pulmonary edema, presented at an outside facility. The patient was stabilized and sent to clinic for further evaluation. In 2001 a left and right heart catheterization with hemodynamic measurements was performed. Lovenox and heparin were administered during the procedure. An 8f angio-seal device was deployed in the left common femoral artery site with good hemostasis. The patient initially complained of moderate right hip pain, but by the end of the procedure was complaining of severe hip pain that was not well controlled with high doses of intravenous narcotics. Two days later, it was noticed that the patient was experiencing a retroperitoneal bleed. Since the patient initially complained of severe right hip pain immediately following the procedure, the retroperitoneal bleed most likely went untreated for two days. The patient was a jehovah's witness; therefore, transfusion with fresh frozen plasma could not be performed. The director of the cath lab stated that the cause of the retroperitoneal bleed was a puncture in the posterior wall of the patient's common femoral artery. Subsequently, a surgical repair of the site of the retroperitoneal bleed was performed. The patient was recovering. The attending physician felt confident that the bleed was not related to the angio-seal device.